Event description:
The customer reported to olympus, the high-definition camera head had a communication error when plugged in. The issue was found during preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The issue was due to a faulty charge coupled device. Additional findings of a failed leak test due to a hole and crack in the connector were discovered. The legal manufacturer performed an investigation. The device history record review was completed, and no issues were identified. The root cause of the issue could not be conclusively specified. Based on the reported details, the most probable cause of the complaint was traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The instructions for use (IFU) provides the following guidelines: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal when any irregularity be observed¿. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." "The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair¿. Olympus will continue to monitor the field performance of this device.